Event description:
Mylar portion of custom kit pouch is sticking to the tape on the outside of the shipper carton, thereby causing the pouch to tear, and lose sterility. This product was not used on pts.